Event description:
During a pta/stenting treatment procedure, the choice guide wire fractured between its tip and body. The patient was asymptomatic during this event. The lesion being treated was an 85% stenotic lesion in an unspecified vessel. The physician used a 7fr introducer sheath for vascular access, and deployed a symphony stent at 12 atms. The choice guide wire fractured during withdrawal after if had been stretched. Additional information regarding this complaint has been requested.

Event description:
It was further reported that the guide wire was removed from the patient. Requests for additional information regarding this complaint have been unsuccessful.